Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported micro perforations in three procedures. It was noted the be the left eyes of the patients. Additional information requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. When speaking to schedule the service, the medical chief says that the team has been used on other occasions satisfactorily that the problem has only occurred with a doctor and only in the left eye. He mentions that he raised a report at the request of the doctor but that it does not require revision since it works adequately. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).